Manufacturer narrative:
(B)(4). Covidien field service engineer evaluated the device. The alleged malfunction was not duplicated. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, the ventilator screen went blank and was reset several times. It continued to ventilate the patient, however, the ventilator was removed and replaced with another ventilator without any reported patient harm. There is no report of death associated with this event.